Event description:
On (B)(6) 2005, the plaintiff was implanted with an ams monarc sling. It was alleged by the plaintiff's attorney that the plaintiff, "suffered injuries including erosion, pain, dyspareunia, scarring and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced infection, and pain leading to the need for further surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.